Event description:
It was reported that the device had unexpected longevity as the device had reached elective replacement indicator (eri) in less than five years. It was noted that the right ventricular (rv) lead has high thresholds and because the rv lead is fourteen years old the physician elected to keep the rv lead intact since it still functions fine. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had unexpected longevity as the device had reached elective replacement indicator (eri) in less than five years. It was noted that the right ventricular (rv) lead has high thresholds and because the rv lead is fourteen years old the physician elected to keep the rv lead intact since it still functions fine. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6945-65, lead, implanted: (B)(6) 2000. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.